Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir ring fell off. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.